Manufacturer narrative:
During the subsequent site visit by the field service engineer (fse) a pinch valve was replaced. A review of the analyzer service history identified no contributing factors to the current complaint. There have been no further occurrences of discrepant results after the part was replaced by the fse. A review of labeling concluded that the issue is sufficiently addressed. A review of the cell-dyn platform and the associated replaced parts tracking and trending data revealed no systemic issues or trends associated with the discrepant results described in this complaint. Based on the investigation no systemic issue or product deficiency was identified.

Event description:
The customer reported falsely decreased wbc results generated on the cell-dyn sapphire analyzer on multiple patients. All results were 0.49 or 0.51 10e3/ul and upon repeat on another instrument were within normal range. Data for one patient provided. Wbc = 0.125 repeated on another instrument wbc = 7.7. Normal range (4.5-11.5 10e3/l). No impact to patient management was reported.

Manufacturer narrative:
An evaluation is in process. A follow up report will be submitted when the evaluation is complete. All available patient information was included. Additional patient details are not available.

Event description:
The customer reported falsely decreased wbc results generated on the cell-dyn sapphire analyzer on multiple patients. All results were 0.49 or 0.51 10e3/ul and upon repeat on another instrument were within normal range. Data for one patient provided. Wbc = 0.125 repeated on another instrument wbc = 7.7. Normal range (4.5-11.5 10e3/l). No impact to patient management was reported.